Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/2/2021. H3 investigational narrative: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code z771d. A fracture was observed at the tip of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed a blunt tip, which was likely original to manufacturing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: could you please confirm if needle breakage was observed? Or if the needle tip was not sharp (dull)? No further information is available. It was reported that ""there a possibility that the needle tip had been broken from the beginning"". Was the needle tip searched in the operating room or in the patient? No further information is available. Were x-rays or additional procedures performed to locate the tip in the patient? Please specify: no further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a plastic surgery on (B)(6) 2021 and suture was used. During the procedure, the needle could not be passed through the tissue. The needle tip was checked, and it was not sharp. It was also reported that there is a possibility that the needle tip had been broken from the beginning or the needle shape had been abnormal from the beginning. There were no patient consequences reported. Additional information was requested.